Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 65184ud01. Ticket trending review did not identify any related trend regarding commonalities for lot number 65184ud01 and issue. Device history record review on lot 65184ud01 did not show any nonconformances, potential nonconformances, or deviations associated with the complaint issue. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median of the patient results obtained for lot 65184ud01 are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and found to adequately address the issue. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I for lot 65184ud01 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 68 year old female patient. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 94.6 pg/ml, repeat after the result was questioned by the physician = 2.4 pg/ml. (B)(6) 2024 sid (B)(6) initial result = 1.4 pg/ml, repeat = 1.7 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13-34 that has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 68-year-old female patient. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 94.6 pg/ml, repeat after the result was questioned by the physician = 2.4 pg/ml. (B)(6) 2024 sid (B)(6) initial result = 1.4 pg/ml, repeat = 1.7 pg/ml. No impact to patient management was reported.